Manufacturer narrative:
The avanta fluid management system was returned to bmc (bayer medical care) (B)(4) and an injector checkout was performed. The system was found to function to specifications. A bayer clinical specialist visited the customer site on june 26, 2019 following the report of this incident. Bayer clinical observed the staff not properly priming /preparing the avanta fluid management system during use. Bayer clinical provided retraining during this visit. Bayer clinical also reported that there have been multiple staff changes at this facility; hence, the site has agreed to additional applications training planned for august 2019. The disposables used in the reported occurrence were discarded and not available for return. However, lot numbers were provided; therefore retained samples were tested and found to perform to specifications. The avanta fluid management system operation manual cautions the user as follows: "do not connect a patient to the injector, or attempt an injection until all trapped air has been cleared from the syringe and fluid path." "Warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient."

Event description:
The following information was obtained from the customer: the customer reported that during a coronary intervention procedure, 5-7 ml of air was observed within the patient catheter while using the avanta fluid management system. The user immediately stopped the procedure and started aspiration. The patient was asymptomatic and no further intervention was provided.